Event description:
The home patient (hp) reported being overfilled with fluid while using the homechoice cycler for apd therapy. The hp performed a manual midday exchange, which left home patient filled with approximately 2500mls at the start of the subsequent apd therapy. The hp initiated apd therapy and the homechoice cycler gave a "low drain volume" alarm, which indicates that the hp has drained less than the programmed initial drain alarm setpoint volume. The hp bypassed the "low drain volume" alarm and advanced the apd therapy into fill 1, where home patient received the preprogrammed fill volume of 2500mls. After the hp received the fill home patient felt pain, and if home patient were overfilled, and placed the homechoice cycler into a manual drain. Review of the patient's initial drain volume reveals that home patient had drained out 0mls of the 2500mls day exchange prior to bypassing the alarm, which indicates homepatient had approximately 5,000mls in home patient peritoneum at the time of the manual drain. After the manual drain was completed, the hp felt relieved and continued therapy to completion with no further difficulties. There was no patient injury or medical intervention.